Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (B)(6) 2018. It was reported the device was explanted due to possible infection. Physicians decided to schedule a revision of the pocket/replacement if it was needed. At time of case it was decided by physician it looked like patient could have a potential infection/fluid in the pocket and decided to explant device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's pocket site was infected and had puss coming out of it/drainage. It was also noted that the patient had a fever and a bad cold 2-3 weeks prior to the report. A revision surgery was scheduled for (B)(6) 2018 to remove the ins, clean out the pocket and re-implant the ins on the other side of the patient's body. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.